Event description:
Health professional reported left side "rupture" via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a6, b6, d9, h3, h6.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side "rupture" via ultrasound. Device has been explanted.